Manufacturer narrative:
Product event summary: the partial delivery catheter was returned and analyzed. Analysis indicated spiral slitting on the shaft. The catheter shaft was kinked/buckled. Visual analysis of the lead indicated damage during use. The analyst noted that the catheter was returned in 2 pieces. The slitter and the dilator were not returned. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the delivery catheter broke in half while being slit. The implanting physician used forceps to secure and successfully slit the other half. No patient complications have been reported as a result of this event.